Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed self test, unexpected restart error test, rewind, basic occlusion test, prime test, and displacement test. However, the device alarmed no delivery during excessive no delivery test due to faulty force sensor resistor. Occlusion test was not performed due to excessive no delivery alarms. The device was received with all buttons responding properly. The device had minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a drive/motor anomaly and keypad issue on the insulin pump. The customer's blood glucose level was 90 mg/dl. The customer stated that the insulin pump piston is not moving while he trying to get the fill tubing. The customer stated that he keeps getting numbers going up and down the insulin pump and also to finished with a no delivery. The customer cannot go to menu to check the alarms. The customer was advised that we will exchange the insulin pump.